Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was returned to depuy synthes for evaluation. Visual analysis of the returned sample found that a hardened cement was found on the interior of the container. The allegation of cement consistency can be related to the air getting on the cement; therefore the misuse can be confirmed. Retain test was unable to performed by the vendor, due to the no lot number was found for further investigation was not provided. A dimensional inspection for the vertecem v+ cement was not performed due to post manufacturing damage. Per the surgical technique vertecem v+. Prepare cement: hold the vertecem v+ cement kit upright and gently tap with the fingertip at the top of the mixing device in order to ensure no cement powder sticks to the cartridge and transportation lid. Precaution: during preparation, mixing and injection, always hold the mixing device by gripping the blue tube section located directly below the transparent cartridge. If the transparent part is held, the body heat provided by the users hand might speed up polymerisation and decrease the working time of the cement. Open the glass ampoule by breaking off its neck with the plastic cap 1. Place the opened ampoule in the ampoule holder in the vertecem v+ cement kit inner blister or on a flat, sterile surface. Hold the mixing device upright and make sure the blue handle is in its outmost position. Tap gently on its lid with your finger to ensure that no powder sticks to transportation lid or mixer walls. Remove the transportation lid from the mixing device and dispose of it. Pour the full content of the ampoule into the mixer and close it tightly with the separate mixing and transfer lid. Make sure that both mixing lid and the small sealing plug on top of it are securely tightened. Grip the mixer by the blue tube section. Start mixing the vertecem v+ cement by pushing and pulling the handle from endpoint to endpoint for 20 seconds (1¿2 strokes per second). Perform the first few mixing strokes slowly with an oscillating-rotating movement. Once properly mixed, the blue handle must be left in its outmost position. The overall complaint was confirmed as the observed condition of the vertecem v+ cement kit would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was balloon kyphoplasty (bkp) for burst fracture on (B)(6) 2024, with vbs. In the surgery, the stent was not used. The trial balloon dilated to 2 cc bilaterally. The cement was mixed and dispensed into a syringe, but it was dispensed with a significant amount of air. The surgeon injected 2 cc of the cement with as little air as possible on right and left. The surgery was completed successfully with no surgical delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) vertecem v+ cement kit this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.